Manufacturer narrative:
(B)(4). Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information was requested but unavailable: in reference to ¿upon passage of the gastro scope he noticed a white blanching of the anterior left lateral segment of the distal esophagus with concern cautery injury.¿ what is the severity of the burn? What medical intervention was used to treat the burn? (Such as salve or stitches). Are there any anticipated long-term effects from the burn? When was the burn noticed: during the procedure, post-op? (When). Will the patient need any follow-up? Patient age and weight; did the patient have any pre-existing conditions? What is the current patient condition?

Event description:
It was reported that during a hiatal hernia repair the stomach was identified and reduced into the abdomen. Cautery was used to dissect the hernia sack on the right and left of the crus of the diaphragm. An error message alerted the surgeon that there was an issue with the harmonic scalpel. The device was removed from the patient and examined. It was noticed that the tissue pad was melted. The instrument was removed from the sterile field and a second like device was to continue with the procedure. After finishing the dissection, the surgeon proceeded to repair the hernia in primary fashion. The surgeon then proceeded to place a percutaneous tube. He then performed an e.g.d., procedure to evaluate the esophagus and stomach from the luminal aspects. Upon passage of the gastro scope he noticed a white blanching of the anterior left lateral segment of the distal esophagus with concern cautery injury. Additional surgical procedure was performed.

Manufacturer narrative:
(B)(4). Additional information: what heat management techniques were utilized during the procedure? Unknown. What medical or surgical intervention was used to treat the burn? Suture and oatmeal patch. Harmonic damaged the tissue during initial procedure. It was repaired with suture. The leak occurred once the tissue had been repaired with suture. Surgeon believe due to the damaged caused by the harmonic device, this lead to the leak experienced once the tissue had been repaired with suture. As a precaution, an oatmeal patch was placed over the area. Is a photo or video available of the burn? No, not standard practice. When was the burn noted? Immediately when checking for problems. There was a leakage. Was the patient¿s postoperative care altered in any way due to the burn? Patient had leak test on the (B)(6), everything looked good, no leak. Patient discharged from initial procedure on (B)(6) 2017, under normal post-operative care. On (B)(6) the patient came back in emergency; was omitted and stayed until (B)(6) due to continued episodes of nausea and vomiting. On (B)(6) patient came in emergency for further evaluation due to continued problems of nausea and vomiting. Had esophagus dilated; went from 12 to 15. Discharged on (B)(6). On (B)(6) 2018 the patient was re-admitted, had gallbladder removed on the (B)(6), discharged on the (B)(6). What is the patient¿s current condition? Final discharged (B)(6) 2018. What is the surgeon's experience with harmonic devices? Very proficient and skilled with harmonic. What is the surgeon¿s experience with harhd36 device? Proficient with device, not first time user. Does the surgeon believe that the device performed any differently than expected? Unknown. Can it be determined that the burn was caused by the harmonic or other energy devices utilized in the procedure? Noted to be damage from the harmonic during dissection of esophagus. What does the surgeon believe was the contributing factor to the burn? Unknown.

Manufacturer narrative:
(B)(4). Additional information requested: what heat management techniques were utilized during the procedure? What medical or surgical intervention was used to treat the burn? Is a photo or video available of the burn? When was the burned noted? Was the patient¿s postoperative care altered in any way due to burn? What is the patient¿s current condition? What is the surgeon experience with harmonic devices? What is the surgeon¿s experience with harhd36 device? Does the surgeon believe that the device performed any differently than expected? Can it be determined that the burn was caused by the harmonic or other energy devices utilized in the procedure? What does the surgeon believe was the contributing factor to the burn?